Event description:
Reporting status: serious injury/ medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the pt underwent stenting of the restenosed unk stent in the mid rca (pre-dilated) with a xience v stent. In 2009, the pt experienced chest pain associated with shortness of breath. The pt was admitted to the hospital and a diagnostic coronary angiogram was performed, results not reported. The pt was discharged on an unk date, condition continuing. Four months later, the pt admitted to the hospital with continuing chest pain associated with shortness of breath. Diagnostic coronary angiogram was performed that showed restenosis within the mid rca -uncertain if it was within the xience v stent. Percutaneous coronary intervention was performed on the target vessel. The pt was discharged to home the following day. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation -stenosis and angina, as noted in the IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. Additionally, stenosis, angina, dyspnea, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. It was also reported that the lesion was not pre-dilated, the IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. A conclusive cause for the pt effects, and relationship to the product, if any, cannot be determined.